Manufacturer narrative:
The information in field d3 was inadvertently missed during the initial submission. This submission is to correct the report to include this additional information.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 3 of 37 devices were returned for evaluation. We are awaiting the return of 34 devices. Evaluation of 3 devices found excessive wear due to a lack of proper maintenance. The devices did heat up during evaluation. The devices were repaired and returned to the customers.

Event description:
This report summarizes 37 malfunction events where a midwest e plus handpiece overheated. In seven events, patient's experienced a minor burn, no intervention was required. In 29 of the events, no injury resulted. In one event, the outcome is unknown.